Event description:
It was reported on (B)(6) 2025, that the x-ray operator lead glass shield on a selenia dimensions mammography systems, 3d is cracked. A field engineer was dispatched and examined the equipment. The field engineer confirmed the cracks in the x-ray operator lead shield and completed the replacement of the shield. The field engineer confirmed that the equipment is now operating in accordance with manufacturer specifications and returned the equipment to the customer. No patient/user injury was reported.